Event description:
Received 6 tms (six transcranial magnetic stimulation) treatments. Developed tinnitus, head and ear pain, confusion and dizziness that continues to worsen after stopping treatment. My right ear over the site of the therapy has measurable hearing loss in addition to side affects of ringing in ear, pain, dizziness and confusion.